Manufacturer narrative:
The instrument was returned and evaluated. Engineering confirmed the reported complaint. The pitch cable was broken at the distal clevis hub, which was causing the lack of movement. The cable segment that contains the crimp was still installed in the clevis. The clevis did not exhibit any damage or wear marks. An electrical continuity test passed. No other damage was found.

Event description:
It was reported that during a da vinci si surgical procedure the gynecologist complained that fenestrated bipolar forceps instrument was difficult to use. There were no missing pieces or fallen pieces reported. The planned surgical procedure was completed and no patient harm, adverse outcome, or injury was reported.